Manufacturer narrative:
(B)(4). The patient reconnected the bag and continued therapy.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. This is also a report of use error in which the patient reconnected and continued therapy after the line had become disconnected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the final line disconnected from the final solution bag. The patient stated that they did not notice any damage or defects to the supplies prior to use or during set up. The technical service representative assisted the patient to end therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.